Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a marking pen was found with defective seals. The item was not in use. No injury/death was reported. Customer reported multiple lots with the same reported issue. The complaint records with their respective lots are as follows: (B)(4), lot 206216. (B)(4), lot 207820.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot number along with samples were provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the samples confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. The sample review showed that the patient label or ruler being caught in the seal and not seated within the pocket. Patient labels and rulers are auto-loaded, which dispenses each component into the pocket. The auto-loader is programmed per recipe which is depended on the patient label and ruler quantity. If there was a fault in the loader all pockets would express the same failure, however, the cylinders that were being used at the time these lots were created was dropping the parts from too high of a height. This caused some parts to not be dropped directly in the pouch. The two reported lots were packaged prior to the update to the new pneumatic cylinder update which will allow more control of the part drop height into the pocket to allow for better part placement in the pocket therefore, the root cause is attributed to a machine issue. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a marking pen was found with defective seals. The item was not in use. No injury/death was reported. Customer reported multiple lots with the same reported issue. The complaint records with their respective lots are as follows: (B)(4), lot 206216. (B)(4), lot 207820.